Manufacturer narrative:
The device was received and evaluated. Download data showed no timeouts or drive stalls and no alarms were generated. Inspection of the fluid path and needle mechanism found no damages or defects that would have contributed to the reported event. The cause of the reported event could not be determined. The adhesive pad was received attached to the device. Inspection of the adhesive pad and its welds showed no damages or defects that would contribute to the reported event. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 251 mg/dl. The pod was worn between 5 and 24 hours on the abdomen. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.